Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the pts' right femoral artery. The md could not advance the iab through the saf sheath and the proximal end of the iab membrane would not pass through the "sheath hub where the saf body is attached." As a result, the iab was removed. Reference MDR #1219856-2010-00188 for the second report and MDR #1219856-2010-00189 for the third report involving the same pt.